Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "error message" and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as hunger, cramps in legs, seizure and customer self-treated with dextrose. No further treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no issues were observed on the sensor patch. Data extraction was successful. Sensor state 7 with event logs 11,224, and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned sensor was de-cased and visual inspection has been performed on pcba (printed circuit board assembly) and no issue were observed. The returned battery was measured and was found to be within specification. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. However, the poise voltage test failed. An extended investigation has also been performed on the returned de-cased sensor and performed visual inspection of the printed circuit board assembly (pcba), observed that the molex connector had been damaged and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Unable to perform smu testing without the molex connector connected. Therefore, this issue is unable to test. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "error message" and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as hunger, cramps in legs, seizure and customer self-treated with dextrose. No further treatment was provided. There was no report of death or permanent impairment associated with this event.